Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
A customer reported that the uom setting of their unlocked freestyle meter changed from mmol/l to mg/dl and also receiving an err4 message. There was no report of death, serious injury or mistreatment.